Manufacturer narrative:
The reported malfunction was observed and attributed to the color lcd cable that was not properly seated. The cable was reseated to correct the reported problem. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device powered up with a white display and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.